Event description:
Per health professional: the sherlock sensor showed a perfect image, but when I subsequently had to get a chest x-ray, the chest x-ray showed the PICC was between 3-7cm too long, depending on which radiologist I asked.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.